Event description:
A customer reported a cartridge change error related to their insulin pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer technical support guided the caller through a series of actions, including removing and inspecting the cartridge, cleaning the pump's pneumatic tap area, and attempting to load a new cartridge. Despite these efforts, the call was dropped, and follow-up attempts by technical support were unsuccessful due to a full voicemail box. No additional information was received regarding the outcome of the event.